Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the protective sheath could not be removed from the 2.75 x 15 mm nc trek balloon catheter; therefore, the device could not be used on the patient. Another balloon catheter was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, dimensional and functional inspections were performed on the returned device. The difficulty to remove was able to be confirmed. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties to remove of the sheath; however, the reported separation appears to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch report, new information received states that during the attempts to remove the protective sheath, the proximal shaft separated. No additional information was provided.